Manufacturer narrative:
(B)(4). Customer complaint for the device was reported (B)(4), 2011. The event description stated that there is a "hole in the tyvek". Additionally, it stated that there was no patient involvement. One sealed primary package was received without a carton and analysis confirmed that there were holes in the cfilm and the lid stock of the flexible package. The device in the package was broken. The device and package appeared to have been subjected to a great deal of force and compression. It is suspected that damage occurred to the package and device outside of ees. Batch history records for the product were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that when pulling for a procedure it was noticed that there was a whole in the tyvek. Another device was pulled for the procedure. There was no patient involvement.